Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: unk competitor lead, implanted: (B)(6) 2004. (B)(4)

Event description:
It was reported that during the implant procedure the physician had difficulty advancing the pin of the competitor lead into the port on the device header. It was noted that mineral oil was used to provide additional lubrication resulting in the competitor's pin being fully inserted into the new device. The device remains in use. No patient complications have been reported as a result of this event.